Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in intraoral region # 28 it was verified its non osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type I. Patient had pain, infection, swelling and low bone quality.